Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A gunther tulip vena cava filter retrieval set was used in an ivc filter retrieval. It was reported that, after capturing the filter and removing it, the white lure lock attachment ripped off of the sheath. The physician was reportedly not holding on to the lure lock and there were no external forces applied as they were holding on to the snare. There was no injury to the patient. 100ml of blood loss occurred; however, no treatment or additional intervention was required. The filter was able to be removed.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. The complete retrieval device was returned. The hub had separated from the sheath and an investigation revealed a sheath flaring which measured to specifications. A similar test fitting was attached to the complaint sheath and even by strong pulling the fitting did not slip the sheath. Based on these findings it is suggested that the device was exposed to strong pulling/manipulation during the filter retrieval procedure. It is noted that the filter was successfully retrieved. The device history record (lot 7772362) was reviewed and no non-conformances were noted. No evidence to suggest that this retrieval device was not manufactured according to specifications and there were no indications that it did not perform as intended. Per the IFU, "excessive force should not be used to retrieve the filter." Based on the information provided, no product returned, and the results of our investigation; the root cause was determined to be user technique. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.